Event description:
The patient presented in the clinic after the device vibrated. The device showed hv lead greater than upper limit alert. Egms revealed noise and aborted shocks. Later, the patient received inappropriate hv shock for noise. Noise was on both the atrial and ventricular channels. The leads were capped.

Manufacturer narrative:
Na